Event description:
It was reported that the device showed clutch plunger lever service warranty. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was received with both seals intact, did not notice any external damage. There was a check clutch/ plunger lever error in history. Customer stated problem was verified during occlusion test. Replaced position pot and that cleared up the problem. The root cause looks to be from normal wear, part was over 7 years old actions were taken to mitigate the reported issue: the manufacturer replaced position pot.